Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter states customer was being tested on the aviva nano system and received only low results. Based on the low results, customer's mother treated her with "sugar and juice." The customer had symptoms of having a headache during this incident. Since the results did not increase the customer's parents took her to the hospital twice over the course of 2 days: (B)(6) 2014: 12:13 am 48 mg/dl, 2:30 am 57 mg/dl, 2:43 am 58 mg/dl, 3:03 am 63 mg/dl, 3:20 am 69 mg/dl, 5:01 am 73 mg/dl, 7:16 am 56 mg/dl. Customer's mother had been treating her with "juice and sugar" based on these low results. Customer was taken to the hospital where the hospital meter at 10:52 am read 350 mg/dl. Customer was treated with an unspecified type and amount of insulin. Customer was there for 1 hour and then released. Subsequent tests taken later that day: 2:33 pm 63 mg/dl, 5:57 pm 65 mg/dl, 9:45 pm 52 mg/dl, 11:40 pm 70 mg/dl. The customer's parents kept testing her on the aviva nano system on (B)(6) 2014: 12:28 am 61 mg/dl. Customer was taken again to the hospital where the hospital meter at 1:57 am read 488 mg/dl. The customer was kept overnight in the hospital. Subsequent tests from customer's meter: 6:42 am 56 mg/dl, 6:59 am 59 mg/dl, 7:13 am 56 mg/dl, 8:40 am 54 mg/dl, 10:07 am 53 mg/dl, 10:40 am 56 mg/dl, 11:15 am 57 mg/dl, 11:53 am 62 mg/dl. Reporter stated that on (B)(6) 2014 at 12:54 pm customer received the following results on aviva nano system compared to a professional meter within 1 minute: 61 mg/dl (aviva nano system) and 550 mg/dl (professional meter). The customer has since been released and is currently feeling fine. The manufacturer requested return of suspect product for evaluation; however, the lot number of the involved test strips is no longer available. Customer's father threw away the plastic container and mixed the test strips with another strip lot he had at home.